Event description:
An ipp device was implanted on 7/6/88. Revision surgery was performed on 9/12/88 for drainage of fluid. A connector was revised on 8/25/95. On 4/9/97 the cylinders and the pump were removed from the pt due to fluid loss-reservoir left in place. A malleable device was implanted.